Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that there was an rv lead revision done due to non-capture at max output. The lead had dislodged. It appears that this lead remains implanted.